Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead rv tip-to-rv coil impedance level triggered an alert when the impedance exceeded the programmed upper alert level. The lead impedance trend displayed a linear increase over the past three months. The alert threshold will be adjusted. The lead remains in use. No patient complications have been reported as a result of this event.